Manufacturer narrative:
The user reported differences between the bgm and cgm system. The case was escalated to next level support who reviewed the user's data and observed that the system was going through a period of instability. User was recommended to allow the system a few more days to stabilize, entering additional calibrations as requested. No further investigation was found necessary for this complaint.

Event description:
On february 5, 2025, senseonics was made aware of an incident were user experienced sensor inaccuracy. No injury or medical intervention was reported.